Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant was not showing the correct screen but was stuck in the breakaway imaging splash screen. The pendant button functions still worked as expected. There was no patient present.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis was unable to duplicate the reported issue. It was noted that visual inspection found the laminate cover was scratched and pitted which did not affect functionality of the pendant. If information is provided in the future, a supplemental report will be issued.